Event description:
It was reported, the liquid crystal display monitor failed to power up out of the box. The issue occurred during initial installation. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8,h3,h4,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was surmised that the phenomenon ¿power of the device does not turn on¿ occurred due to a faulty main board. Olympus will continue to monitor field performance for this device.